Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited oversensing and undersensing. The physician was unable to quantify at rial fibrillation (af). The device was reprogrammed, without improvement. The device remains in use. No patient complications have been reported as a result of this event.